Event description:
It was reported the pt had a small cyst near his lead incision site. The pt was seen by his physician and multiple excisions were done as he was told it was scar tissue at one visit and fibrous tissue at another. Cultures were positive for staphylococcus aureus. The pt received home wound care and was treated with antibiotics. Exploratory surgery was done where the physician dissected and excised some tissue where the infection was located. It was confirmed the infection had not spread to the fascia or into the epidural space. The area was treated with antibiotics and the pt was closed back up. There was a cutaneous fistula over the thoracic incision. No pus was present in the incision. The pt will be treated with oral antibiotics.

Manufacturer narrative:
Eval method: the device history and sterilization record were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.